Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels that may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a (14 fr sheath is 5.5 mm). In this case, there was no allegation or indication a device malfunction contributed to this adverse event. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with persistent communication between the originating artery and the resultant adjacent cavity. This may occur after an arterial puncture for a diagnostic cardiac catheterization or an arteriogram but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with the normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak, or other complications. Surgery is sometimes required. A procedural or post-procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that the additional complex crossover technique from the opposite groin with multiple angioplasty inflations to repair the dissection flat of the profunda femoris may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the patient support center, the patient called and mentioned that during the tavr procedure, she had a pseudoaneurysm (left groin) treated with a "plug" to stop the bleeding and then access through the right groin subsequently resulted in blood clots at the incision site. She had pain at the incision sites for a while, which has since resolved. She is currently on xarelto and is doing fine with her valve. Per medical record review, the patient sought treatment at a local emergency department 5 days after the procedure for sudden onset pain in her lower abdomen and swelling in her upper thighs associates with an increase in bruising in her groin area. Labs demonstrated a decreased hemoglobin from 10.1 down to 8.6. There was no mention of the need for a blood transfusion. A CT of the abdominal aorta with iliofemoral runoff showed concern for a left common femoral artery pseudoaneurysm and a possible short segment of right common femoral artery dissection without propagation. A small retroperitoneal hematoma was identified bilaterally. An ultrasound confirmed a left femoral pseudoaneurysm and ruled out a right femoral pseudoaneurysm. The patient was transferred to another facility for a higher level of care and evaluation by interventional radiology. A successful ultrasound-guided thrombin injection for the treatment of the pseudoaneurysm was performed. Immediate and complete thrombosis of the pseudoaneurysm was noted. The patient tolerated the procedure well without complications. The patient was discharged in good condition the following day.